Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer, a reporter reported that the customer received an unspecified low glucose reading and an unspecified sensor error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. It is unknown whether the customer noted a trend arrow on the device. The reporter declared: "patient called to report a product issue experienced with abbott freestyle libre 3 sensor. Patient stated the sensor give inaccurate low readings and alerts for a low reading which then will eat carbs to correct. Will watch sensor to see if blood sugar levels out but eventually the sensor cuts off and stops obtaining readings and giving readings. Had no adverse symptoms which is why the low readings are inaccurate." There was no report of emergent medical intervention for the reported issue. Adc customer service attempted to contact the customer to gain additional details regarding this event, and which devices were being reported. Customer contact was successful; however, no additional information was obtained. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.

Event description:
On behalf of the customer, a reporter reported that the customer received an unspecified low glucose reading and an unspecified sensor error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. It is unknown whether the customer noted a trend arrow on the device. The reporter declared: "patient called to report a product issue experienced with abbott freestyle libre 3 sensor. Patient stated the sensor give inaccurate low readings and alerts for a low reading which then will eat carbs to correct. Will watch sensor to see if blood sugar levels out but eventually the sensor cuts off and stops obtaining readings and giving readings. Had no adverse symptoms which is why the low readings are inaccurate." There was no report of emergent medical intervention for the reported issue. Adc customer service attempted to contact the customer to gain additional details regarding this event, and which devices were being reported. Customer contact was successful; however, no additional information was obtained. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Adc investigated the low reading issue and determined that the freestyle libre 3 plus sensor associated with this complaint did not meet product design specifications and may produce low glucose readings which are not clinically acceptable. Based on the results of this investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to adc fa1002-2025. Adc also investigated the sensor error message issue and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the product were reviewed and the dhrs showed the product passed all tests prior to release. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. As it is unknown if the user was using android or ios with the fs libre 3 plus sensor, g4 - PMA/510(k) # has been populated for ios. K212132. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On behalf of the customer, a reporter reported that the customer received an unspecified low glucose reading and an unspecified sensor error message with the abbott diabetes care (adc) device and was unable to obtain glucose readings. It is unknown whether the customer noted a trend arrow on the device. The reporter declared: "patient called to report a product issue experienced with abbott freestyle libre 3 sensor. Patient stated the sensor give inaccurate low readings and alerts for a low reading which then will eat carbs to correct. Will watch sensor to see if blood sugar levels out but eventually the sensor cuts off and stops obtaining readings and giving readings. Had no adverse symptoms which is why the low readings are inaccurate." There was no report of emergent medical intervention for the reported issue. Adc customer service attempted to contact the customer to gain additional details regarding this event, and which devices were being reported. Customer contact was successful; however, no additional information was obtained. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.